Event description:
Customer reported false negative reactions observed during panel ID using 0.8% resolve panel a lot # vra190 using manual gel method. Sample was later identified with anti-kell. The patient was initially tested against 0.8% surgiscreen and 1+ positive reaction was obtained. Customer then performed antibody ID using 0.8% resolve panel a and all reactions were negative. Testing was performed using manual gel method with 15min incubation. Sample was first tested on (B)(6) 2014, testing was repeated with the same reagents but fresh samples on (B)(6) 2014. Antibody screens were positive on those days, but panel ID was negative. Customer stated that during compatibility testing, the cross-matches were incompatible. Sample was sent to reference lab, where anti-kell was identified. Methods used by reference lab not known by customer. Customer confirmed that the patient was transfused using kell negative units. No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products were confirmed to have normal appearance and had been stored according to the package insert indications. Daily qc testing was performed and all results were acceptable.

Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Retain sample testing was not possible as the lot had expired. Sample was not available to be sent to ocd for further investigation. (B)(4).